Event description:
Affiliate reported that the surgeon reprogrammed the shunt to 30, but it did not change the size of the ventricles. Therefore, he decided to take it out because he wasn't sure if it was working.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.